Event description:
Edwards received notification that this valve model 7300tfx33 implanted in the tricuspid position was explanted after an implant duration of four (4) years and four (4) months due to calcification leading to stenosis and regurgitation. The patient presented with shortness of breath. Another valve model 7300tfx33 was successfully implanted in replacement. The patient was noted as to be recovering after the procedure and discharged home.

Manufacturer narrative:
H10: additional manufacturer narrative: as per product evaluation, customer report of calcification and stenosis was confirmed through observed calcification and host tissue overgrowth. Report of regurgitation was confirmed through observed rolled leaflets due to host tissue overgrowth. X ray demonstrated wireform intact and moderate calcification on all leaflets. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 13mm on leaflet 3 at the outflow aspect and 11mm on leaflet 3 at the inflow aspect . Host tissue on the stent circumference was heavy at the outflow aspect. The free margins of all three leaflets were rolled toward the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth fused all three leaflets by approximately 4mm at commissures on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Hematomas were also observed near all three commissures at the inflow aspect. Sewing ring cloth was cut in multiple areas around the valve. Multiple sutures also remained attached to the sewing ring around the valve.

Manufacturer narrative:
H10: additional narrative: initially, it was reported that this valve was explanted after an implant duration of four (4) years and four (4) months due to stenosis and regurgitation. Thought investigation, it was learnt that the subject device was explanted after an implant duration of fourteen (14) years and four (4) months due to calcification leading to stenosis and regurgitation. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. This may present as regurgitation and/or stenosis. Nonstructural valve dysfunction or degeneration (nsvd) is any abnormality not intrinsic to the valve itself that does not involve valve components; this may present as regurgitation, stenosis, increase/high gradient, dehiscence, paravalvular leak or hemolysis these are expected and foreseeable results in valves that have been implanted long term and are near the end of its established life expectancy. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Updated section d4 (serial number).

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model: 7300tfx33 implanted in the tricuspid position was explanted after an implant duration of four (4) years and four (4) months due to calcification leading to stenosis and regurgitation. The patient presented with shortness of breath. Another valve model: 7300tfx33 was successfully implanted in replacement. The patient was noted as to be recovering after the procedure.